Event description:
Customer originally notified richard wolf medical instruments corp (rwmic) to report the generator would only perform at the maximum level, not at the minimum level. After device was received, a follow up call regarding replacement of device was done. At that time, additional information was reported, system caused a burn. The devices below combine to make one system, and these were the devices being used during the procedure, they consist of the following: generator (2352.011) report 1418479-2014-00036, forceps (8384.240) report 1418479-2014-00037, jaw insert (8394.714) report 1418479-2014-00038, footswitch (2030.103), report 1418479-2014-00039.

Manufacturer narrative:
An investigation was completed on 06/30/2014 as the actual device was returned to the rwmic faculty. Shaft was bent. Device on its own is not capable of producing enough energy to cause a burn. Device history: sold date: (B)(4) 2013. No record of any repairs or routine maintenance of device. No similar issues reported in last three years although many devices have been returned to be repaired due to being bent. Root cause due to handling by user. Richard wolf considers this matter closed. However, in the event we receive additional information, we will provide FDA with follow-up information.